Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4).

Event description:
It was reported "the device had to be removed urgently. The device was very difficult to remove due to a thrombus in the balloon causing a tear in the artery. A femostop was used to compress the femoral arteries. Following vascular advice the next day, the patient was taken to the operating theatre for patch closure of the wound." The pateient's current condition has been reported as follows; "patient is doing well. He is back at home. He has recovered well from all his cardiological events. A few days ago, he underwent a newcoronary angiography. In terms of walking, he is fine. The patient complained of significant oedema of his lower limb. Healing of the approach to the scarpa is complete. On the doppler, a dissection persisted in the upper third of the superficial femoral artery with no haemodynamic repercussions. Secondly, the flows were of good quality. There was no significant blood loss because the femostop was applied immediately. There were no other consequences for the patient's health apart from the vascular wound repaired in the operating theatre."

Manufacturer narrative:
(B)(4). The reported complaint for "blood returned to the circuit. Perforation of the balloon was suspected" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the device had to be removed urgently. The device was very difficult to remove due to a thrombus in the balloon causing a tear in the artery. A femostop was used to compress the femoral arteries. Following vascular advice the next day, the patient was taken to the operating theatre for patch closure of the wound." The pateient's current condition has been reported as follows; "patient is doing well. He is back at home. He has recovered well fromall his cardiological events. A few days ago, he underwent a newcoronary angiography. In terms of walking, he is fine. The patient complained of significant oedema of his lower limb. Healing of the approach to the scarpa is complete. On the doppler, a dissection persisted in the upper third of the superficial femoral artery with no haemodynamic repercussions. Secondly, the flows were of good quality. There was no significant blood loss because the femostop was applied immediately. There were no other consequences for the patient's health apart from the vascular wound repaired in the operating theatre."